Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan results of 148 mg/dl compared to the readings of 118 mg/dl obtained on the built-in precision. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). No symptoms were experienced and the customer required food and insulin (dose/type unknown) from the third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.